Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, there was an additive abnormality affecting 1 tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). E1: initial reporter facility name: (B)(6) hospital, (B)(6) medical college, (B)(6) university of science and technology, china. There were multiple medical device types: d2b: medical device type: jka, there were multiple 510k numbers, g4. PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. A visual examination of the photo revealed an additive abnormality. The tube displayed large droplets of additive on the inside wall, resulting from the rundown of the additive when applied via spray coating. The water-based solution is sprayed onto the interior walls, then dried, leaving a 'mist' dot pattern of residual solution. Larger droplets of the solution in close proximity tend to coalesce, forming a wafer-like deposit of the additive once the water has dried, which visually stands out as it does not resemble the typical dot pattern for this tube type. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: additive abnormality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was an additive abnormality affecting 1 tube. No adverse impact was reported regarding the patient or user.